Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump had no constant tone noted during testing. The insulin pump had moisture damage found on the motor and lcd board. The insulin pump was received with cracked battery tube threads, reservoir tube lip, belt clip slot, display window corner, scratched lcd window.

Event description:
The customer's spouse reported via phone call that the insulin pump stopped working after being exposed to water. The customer's spouse reported that there was fluid under the lcd display. The customer's blood glucose was 84 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.